Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the back button not working and the numbers not ramping. Customer stated that the menu, up button, and down button were okay. There was no alarm when pressing on the unresponsive button. Customer tried with a new battery. Customer's blood glucose is 3.1 mmol/l.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specification. All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and was properly connected. The pump was received with a scratched case and a pillowing keypad overlay.